Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 438 mg/dl. During troubleshooting, a bent infusion set cannula was discovered. The patient planned to treat his high blood glucose via insulin pump bolus. The insulin pump was not returned for analysis.